Manufacturer narrative:
Update to d9: return devices available for evaluation. Returned on 11/30/2020. Update to h3: devices evaluated by manufacturer. Investigation conclusion: retained and returned devices from the reported lot number were tested with qc cut-off standards (20 miu/ml) and high-hcg clinical urine samples (212.0-215.6 iu/ml). The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert, false negative results may occur when the levels of hcg are below the sensitivity level of the test. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Device return was expected, however, customer did not return devices. Results pending investigation.

Event description:
Unspecified date: false negative result on the consult diagnostics hcg urine test cassette kit. Patient obtained a positive result on a home pregnancy test (unspecified brand/specificity) prior to visit to the pregnancy center. No adverse patient outcomes were reported. Although further information was requested, no further information was provided.